Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that there have been multiple out of range shock impedance measurements. Far field vector has noise present with arm movement. Patient will be brought in for dfts and full lead evaluation. Lead remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead is showing variance in shock impedance. All other parameters appear stable. Lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.